Event description:
Pt was revised to address poly wear and osteolysis (right side).

Manufacturer narrative:
No product was returned. Although the complainant could not provide a conclusive complaint product lot number, a review of the device history records for the reported probable lot numbers did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.